Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: user's test strip had poor fill. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 64, 62 and 62 mg/dl. The customer's expected fasting blood glucose test result range is 70-80mg/dl. The customer feels well and did not report any symptoms. During the call, a back to back blood test was performed by the customer fasting and produced test results of 89 mg/dl and 92mg/dl. The meter memory was reviewed for previous test result history: 64mg/dl (B)(6) 2016 10:08:00 pm fasting: no; 62mg/dl (B)(6) 2016 09:59:00 pm fasting: no; 62mg/dl (B)(6) 2016 08:59:00 pm fasting: no; 64mg/dl (B)(6) 2016 08:08:00 pm fasting: yes; 94mg/dl (B)(6) 2016 10:06:00 pm fasting: yes. Memory concerns: "customers concern: concern with 62, 62 and 64 on (B)(6) 2016 8:59:00-10:08:00 pm." Customer called concerned that her grandfather's meter wasn't reading properly has she felt it was reading too low after giving her grandfather something to eat, checking his blood sugar and read at 64 mg/dl. He then ate and she rechecked him less than hour later and his blood sugar had went down to 62 mg/dl. She then proceeded to give him some apples and cookies at 8:59pm. She waited about an hour and check again he was at 62 mg/dl (9:59pm). She waited another 8-9 minutes, rechecked and the result was 64 mg/dl (10:08pm). Customer felt fine (asymptomatic). He hadn't made any changes to his diet but his doctor had recently decreased the amount of metformin he was taking. He had been properly storing his supplies on the living room table at room temperature. His expected blood sugar level should be 70-80 mg/dl (fasting). His control had past the open expiration date of 3 months. Ran a back to back test and the results read 89/92 mg/dl (fasting).